Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke on the vasoview 6 pro and fell into the patient's leg. The jaws of the device were used to retrieve the c-ring. A vasoview hemopro was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 225099236, 25100576 and 25100122, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).